Event description:
It was reported that during a lower anterior resection procedure, the device misfired. The surgeon attempted to fire the device two times. For the first firing, the device was tightened to approximately the middle of the green window. The device cut and the donuts were intact, but the staples were partially formed. At the second firing, the device was set on fully tight, in the green window. A partial staple line was fired; about one third of the staples did not fire. The surgeon over sewed the anastomosis. Case completed by over sewing and no additional device was used. Patient consequence is unknown at this time.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.